Manufacturer narrative:
Patient date of birth - year only valid. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician used the moma balloon to deal with 80% stenosed lesion in the patients internal carotid artery(ica). It was reported that there was no lesion in the common carotid artery(cca) or the external carotid artery(eca). The target lesion was reported to have been slightly calcified. The device was prepped as per IFU, the procedure was performed as usual. It was reported the physician encountered difficulties and was unable to deflate the proximal balloon. The balloon was stuck in common carotid artery. The physician inflated the balloon again and tried to deflate with no results. The physician opened the moma (the round plastic body that contains the inflation/deflation ports for eca/cca) and cut the common carotid artery channels that connects the cca port with the cca balloon. As a result, the balloon slowly started to deflate allowing the procedure to be completed.

Manufacturer narrative:
Product analysis: the moma ultra was received with the manifold cover split open along its seams and two of the three luer locks cut from the manifold. Due to the luer locks being cut from the manifold further functional technical analysis of the returned device could not be conducted. A visual and a tactile inspection was carried out on the device. No additional abnormalities or deformities, (e.g. Kinks in the catheter or tears in the inflation lumen), were noted. The balloon chambers were in a post-inflation profile, (e.g. Rippled). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The red t-safety valve was used. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.